Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The anchor, collagen, and bypass tube were intact at the distal tip. No damage or issues were identified. The carrier tube was returned for analysis, but no damage or issues were identified. The hemostasis sheath was not returned with the device and was unable to be inspected properly. The complaint was unable to be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The device encountered resistance going into the sheath. Another angio-seal device was opened and used without issue. The type of procedure being performed was an embolization of gastroduodenal artery (gda). There was no blood loss. Additional information was received on 21nov2025: the patient was stable. The procedure sheath size used was 6 french. The device did not have noticeable damage. There was no concomitant devices used with the angio-seal.